Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system cubie failed to release even after reboot. A field service engineer found main drawer 4.2 row c was not detected on bus. The fse disassembled and reassembled the inside of the drawer. During the inspection, the fse found foil on the cubie header, removed it, and then reassembled the drawer to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, cubie would not release. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.